Event description:
(B)(4). It was reported that subsequent to a coronary stenting treatment procedure, patient experienced angina and target vessel revascularization occurred. In (B)(6) 2012, the subject presented due to unstable angina and underwent cardiac catheterization which revealed a de novo lesion located in the distal right coronary artery (rca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. It was treated with pre-dilatation and placement of a 3.00 mm x 12 mm pe plus stent, with 0% residual stenosis. The next day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2013, the subject presented with angina and was hospitalized on the same day. The subject underwent cardiac catheterization which revealed a 90% stenosis located in mid rca just before the previously placed study stent. It was treated with balloon angioplasty and placement of 3 x 12 mm non-bsc stent with 0% residual stenosis. The next day, the event was considered resolved and the subject was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).